Manufacturer narrative:
The reporter's test strips were provided for investigation where they were tested using a retention meter and controls. Testing results (qc range = 2.5 - 3.1 inr): qc 1: 2.7 inr the obtained qc values were in the allowed range of the used combination strip lot - qc lot. All measurements were without error messages. The customer is anemic, which can affect test results if the hematocrit is outside of the acceptable range of 25 - 55%. Medwatch fields d9 and h3 were updated

Manufacturer narrative:
Occupation was lay user/patient. The test strips were requested to be returned for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. Routine retention testing is performed. Retention testing data is reviewed and appropriate actions are taken as needed. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods."

Event description:
The initial reporter received a questionable result on a coaguchek xs meter serial number (B)(4) compared to a laboratory result utilizing an unknown analyzer and reagent. The meter result was 3.8 inr. The laboratory result was 2.6 inr performed within 4 hours of the meter result. The therapeutic range was 2.0-3.0 inr the testing interval was monthly if therapeutic; 2-4 times per month if out of range.